Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of f-94 was not confirmed or duplicated in service. Quality engineering determined the problem to be f-49 which was the only failure code found on power up. The cause of the problem was a defective main battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with common failure f-94. This condition was found during routine inspection (round) of the device in the emergency room. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.